Event description:
It was reported that the pump was rebooting (resetting itself without intervention).

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed an intermittent loss of contact between the battery cap and the pump case.